Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and deflation.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade unknown, received via operative report. Device remains implanted.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported capsular contracture, baker grade unknown and mild to moderately calcified and thickened. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional later specified right side capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and opening curved on anterior leak test and microscopic analysis was performed which identified: opening crease smooth on anterior and posterior, yellow biological tissue inner device and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no calcification is observed in the device. An opening crease smooth on posterior and anterior assessed as fold flaw opening. Reason for reoperation: capsular contracture, baker grade iii.